Event description:
Medtronic received information regarding a navigation system being used for a cranial biopsy procedure. It was reported that the site experienced inaccuracies during navigation. There was less than an hour delay in the procedure. No impact on patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version #: 2.1.0, ubd: h3, h6: a medtronic representative went to the site to test the equipment. No hardware was replaced and the issue could not be repli cated. Codes b01, c21, and d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: please see section d9 for when the logs and archives were available for analysis. H2-h6: a software analysis was initiated. The logs were reviewed and it was observed that there were 2 sessions on the reported date. Accuracy observed from the logs was around 1.4mm to 1.9mm. The user transitioned from select procedure to navigation. The user moved back and forth between equipment, images, merge images, registration and plan along the way by verifying registration process. The archive contained 1 computed tomography (CT) and 2 magnetic resonance (mr) exams. Mr-1, mr-2 were not optimal for stealth. Mr-2 CT-1 were selected for the procedure. Merge was completed, and no plans were observed. Observed registration accuracy of 1.5mm having green zone and yellow zone of accuracy. Good number of points were collected on nose area. Few points were collected in the air. Few points were collected on skin area. More points could have been collected on forehead. It was suggested to do 3 pt init registration for better accuracy or could have also taken 1 touch point and continued to trace for better results. It was also suggested to collect points on the bony area of the anatomy as per the blue protocol and by touching lighter on the skin for the best registration accuracy and covering broader areas. There is insufficient information to determine whether a software anomaly contributed to the reported behavior. Codes b01, c19, and d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the site was unsure how many millimeters inaccurate they were.

Manufacturer narrative:
H2: information was received with the correct date and procedure type of the issue in sections b3 and b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The issue occurred on (B)(6) 2025 during a tumor resection procedure.